Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required a chest tube. The patient had a medical history of chronic obstructive pulmonary disease (copd), emphysema, coronary artery disease (cad), stent placement (dual antiplatelet therapy), smoking (30 pack per year) and a prior interventional radiology (ir) biopsy (unsuccessful). The procedure was completed without delay. A cone beam spin was performed to confirm the nodule. A needle biopsy was performed on a non-pulmonary nodule located in the right lower lobe between the lung and the thorax (in the pleura space). While performing the biopsy, the physician started getting air back from suctioning the needle. A second cone spin was done, and it identified a pneumothorax. A chest tube was placed, and the patient was observed over 24 hours due to social issues and not the chest tube insertion. The patient was discharged the following day. The nodule was cancerous. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.